Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced to the left atrium (la), but something attached to the tip of the clip was observed. It was noted that a thrombus was suspected to have been attached. Therefore, the clip was removed and replaced. After the device was removed, no particle deposits were noted on the device. The procedure was completed with one clip implanted. The mr was reduced to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.